Event description:
Allegedly, a device report on the bipolar cup was requested and received from the ripo registry in february 2024. The report was reviewed on 20 march 2024. There were 40 revisions of the bipolar cup noted in the report for the following reasons: dislocation (n=21), cotiloiditis (n=7), stem aseptic loosening (n=6), unknown (n=4), and septic loosening (n=2). No other adverse events were reported. Additional information 04/02/2024: data provided by ripo over the years confirms that 20 of this revisions surgeries were already reported to microport orthopedics, only 20 of the reported incidents are new (11 dislocations, 2 cotyloiditis, 2 stem aseptic loosening, 3 unknown and 2 septic loosening). This incident is capturing the dislocations.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.